Event description:
It was reported that a patient underwent an tooth extraction procedure on (B)(6) 2026 and suture was used. Suture fraying and loose. It's reported the suture body was loose and fraying on appearance. Total 6 products occurred similar fraying and loose suture issue. Changed another lot to complete the surgery. There were no patient consequences reported. There will return 6 representative samples for analysis. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/25/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. During passage through tissue. It was reported that "suture body was loose". Was the suture loose from the needle? If other please provide additional details. The suture was not loose from the needle. Please refer to attached photo. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.